Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3387s-40, lot# va01k4q, implanted: (B)(6) 2012, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v962478, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that physician¿s office could not communicate with patients device using physician programmer last friday from the day of this report. It was noted that the patient had lost a lot of weight. It was further noted that it was not known how much weight was lost. It was noted that it was unknown which side of implantable neurostimulator (ins) had no communication. It was noted that patient was seen every ¿quarter¿ and last quarter was able to communicate. It was noted that the reporter did not have the parameters and did not know the battery voltage. It was further noted that the reporter wants to do x-ray to determine if the ins had flipped. Additional information received reported that the ins was not flipped. It was noted that the patient experienced pain when lifting her right arm. It was further noted that there were no interventions taken or planned at the time of report. It was further noted that the patient stated that ¿the device flipping is not a consistent issue." This was a bilateral system. Reference MFR 3004209178-2013-16990.